Manufacturer narrative:
Cepheid is voluntarily reporting the MDR due to the death of the patient; however, the gxflu-10a performance met package insert claims. The [(B)(6) 2017] xpert flu a positive; "20019" h1n1 not detected; flu b negative results indicate a weak viral load near the limit of detection (lod) based on endpoint and cycle threshold results. [(B)(6) 2017 gxflu-10a result] flu a=neg CT=0.0; endpt=13; 2009 h1n1=neg CT=0.0; endpt=36; flu b=neg CT=0.0; endpt=0; spc=pass CT=28.9; endpt=224. [(B)(6) 2017 gxflu-10a result] flu a=pos CT=37; endpt=23; 2009 h1n1=neg CT=0.0; endpt=19; flu b=neg CT=0.0; endpt=0; spc=pass CT=27.6; endpt=374. Device not returned to manufacturer.

Event description:
Initial xpert flu a test result was negative and reported to the md. Customer sends all flu samples to a research team and tested with biofire respiratory panel test which yielded a flu a positive. Original report to the md amended to flu a positive. Transport media used was not indicated for use with this test.